Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device shuts off by its self, which was not reproduced during evaluation. A review of the event history log identified the device shuts off by self as improper shutdown messages, preceded by battery alert messages. Visual inspection found the cause were damaged alternating current adapter and battery pins on rear case. Damage to these components may prevent proper charge transfer to battery module, causing battery depletion to the point where pump turns off. The rear case and alternating current adapter were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shuts off by self. There was no known patient injury or medical intervention associated with this event. No additional information is available.